Manufacturer narrative:
H10 h6 the product used for treatment, was not returned for evaluation and therefore a physical investigation could not be completed. Root cause was determined after investigation. Failure mode experienced by the user facility were unable to be confirmed through direct physical investigation, similar complaints have been reported with these devices from other users.

Event description:
It was reported that during on a partial rotator cuff tear procedure, the surgical tech was attempting to load the purple tendon anchors into the tendon stapler, the stapler was not grabbing the staple. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.